Event description:
Unomedical reference number (B)(4). Event occurred in the mexico. On (B)(6) 2024, it was reported that the patient faced an issue with infusion set as it was leaking at the site. No further information available.